Event description:
A consumer called to report that they had been burned by a heating pad. The incident allegedly occurred when the consumer fell asleep on the product. The pt did require medical attention. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit or lay on top of the heating pad. The instructions also have a warning to never to place the pad between yourself and a chair, sofa, bed, or pillow.